Manufacturer narrative:
Qn#(B)(4). The DHR for the alleged instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha facility as part of a 50 pc. Lot in april of 2018. The alleged instrument was not returned for evaluation therefore we are unable to validate the alleged complaint. All instruments produced at this facility are 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure for this product line.

Event description:
It was reported that the appliers broke during a case. No debris fell into the patient. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The DHR for the alleged instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha facility as part of a 50 pc. Lot in april of 2018. The returned instrument was evaluated and found that the tube assembly is bent/damaged at the jaw end and the pivot pin is partially pulled thru one side of the tube assembly and the drive rod is bent where it activates the jaws and the jaws are loose and misaligned and it was found that the knob rotation mechanism and the handle to jaw mechanism feel dry and sluggish thus we are able to validate this complaint. We are unable to determine how the tube assembly and drive rod became damaged/bent and the jaws became loose and misaligned and the pivot pin was partially pulled thru outer tube assembly but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure for this product line at this facility.

Event description:
It was reported that the appliers broke during a case. No debris fell into the patient. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the appliers broke during a case. No debris fell into the patient. There was no patient injury.